Event description:
It has been reported to philips that imaging module did not work. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that there was some issue with the hardware. The imaging module has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue with image module. The fse replaced the imaging module and installed the board software. After replacement of image model and installation of board software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.